Manufacturer narrative:
12 pen needle units impacted by this event.

Event description:
Patient complained about bent pen-needles. Other medical devices/accessories associated with the medical device) blood sugar derailment (hyperglycemia) on 3-4 days always 2 hours after the meal always approx. 9 mmol/dl measured. The patient consumes a defined amount of carbohydrate with every meal (bedridden and chronic wound healing disorders) and usually only approx. 6 mmol/l, so the needle was suspected. This needle was not used more than once and therefore showed no rehooks or similar. Further needles from the remaining contents of the pack (30 needles) were screwed onto the pen and insulin units were set. In the process 12 needles showed no continuity. Excess pressure in the pen was relieved with a continuous cannula. Sample no longer available.

Manufacturer narrative:
Additional information provided in b4, g6, h2, h11 correction made to h6 (type of investigation, investigation conclusion) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.